Manufacturer narrative:
Product event summary: analysis confirmed the reported interrogation issue; rf (radio frequency) head interrogated intermittently; moving cable influenced telemetry. Rf head cable found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the programming head was unable to interrogate devices. The programming head were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 229047 analyzer. (B)(4).